Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified concentration of levophed, at a rate of 75 ml/hr, via a symbiq pump. The option-lok male adapter of the tubing set was connected to the pt's IV access site. At an unspecified time, the pt was transferred from surgery to the cardiac intensive care unit (cicu). At that time, the pt's post operative systolic blood pressure was "high 80's to low 90's." It was reported that between "2 - 3 hours" after admission to the cicu, the nurse noted no flow. It was reported that the solution in the solution container did not decrease and no drops were noted in the drip chamber. The tubing set was replaced and the therapy was resumed. Customer reported the pt's blood pressure increased to a unspecified value over a period of "several minutes" after the tubing was changed. It was reported that there was an increase in the pt's blood pressure; however, there were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified one possible lot number (plots). The possible lot number is 061815h. This report represents all the info known by the reporter upon query by hospira personnel.